Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation and cuts under the lifevest equipment. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. There is no indication that the patient received medical intervention for the skin irritation. Outcome of the irritation is unknown.